Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched lcd window, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose was 129mg/dl. Troubleshooting was performed, and the drive support was sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.